Event description:
It was reported that the device presented a no disposable alarm. Troubleshooting included settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing massaged. Cassette tapped on hard surface and reattached. Pump alarm returned upon start up. Process repeated and alarm persists. Bubbles were present in the cassette tubing. Rv: 8.4, rate: 2.1, given: 89.6. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.